Manufacturer narrative:
Return of product has been requested. Reporter returned one toothbrush head on (B)(6) 2016. Product investigation in progress.

Event description:
Brush disintegrated during brushing [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2016 that a recently purchased oral-b power oral care refills precision clean disintegrated during brushing with an oral-b vitality series toothbrush. The consumer provided a picture of the brush head along with two small pins. He asserted that he was a long satisfied customer but this malfunction was concerning. No symptoms developed.

Manufacturer narrative:
On 24-aug-2016 product investigation results: reporter returned 1 toothbrush head on 25-jul-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush disintegrated during brushing [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2016 that a recently purchased oral-b power oral care refills precision clean disintegrated during brushing with an oral-b vitality series toothbrush. The consumer provided a picture of the brush head along with two small pins. He asserted that he was a long satisfied customer but this malfunction was concerning. No symptoms developed.